Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was at 540 mg/dl with large level of ketones, nausea, vomiting, polyuria, and polydipsia. It was reported that emergency medical services were initiated and patient was treated with intravenous fluids and insulin via pump by medical personnel at the hospital. The patient allegedly discontinued pump therapy and then resume on the same pump with recent adjustment to the basal settings by health care provider. It was reported that starting about 3 months ago, the display was dim and the user was unable to read/maneuver the screens safely. The reporter stated that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reported issue was not resolve with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged dim display issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.